Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was received by the manufacturer which indicated that a pump exchange was performed with the cause of the exchange being "pump thrombus and driveline damage." No further information is available at this time.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of pump thrombosis, driveline infection and driveline damage could not be confirmed because the explanted device was not available to be returned. The hospital reportedly disposed the device following the pump exchange. In addition, the x-ray images taken by the hospital at the time of the event were not provided to the manufacturer for analysis. Although a direct correlation between the device and the reported event could not conclusively be determined, the device¿s approved labeling lists device thrombosis and infection as adverse events that may be associated with the use of the left ventricular assist system (lvas). The labeling also outlines indications of pump thrombosis, care instructions in regards to preventing infection and indications of driveline damage and how to respond to such events. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
It was reported that, at the time of the pump exchange, the pump speed was 9,200 rpm with a baseline power of 6.0 watts and the log file captured power elevations up to 14.1 watts. The patient's elevated lactate dehydrogenase (ldh) level was 530 u/l. Upon device explant, thrombus was reportedly seen on the inlet and outlet bearing cups. The explanted pump was disposed of. Prior to the pump exchange, the patient was on heparin for anticoagulation. The center also reported that a driveline infection was suspected because the patient dropped the system controller, but there was reportedly no interruption in pump function noted. X-rays of the percutaneous lead were taken by the hospital.